Event description:
Customer reports a rash on his cheeks draining puss an blood, prickly needle feeling on cheeks. Md seen. Received prescriptions of doxycycline & metronidazole

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.